Manufacturer narrative:
(B)(4). Product eval indicated that there was no malfunction of the device. Most likely underlying root cause of malfunction noted in the complaint: user had a high glucose. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/19/2014).

Event description:
Consumer complained of blood glucose results reading "hi". Performed a back to back blood test with results as 353mg/dl and 346mg/dl. The customer states that her expected blood glucose result is usually around 250 mg/dl. I received the last five blood results in the meters memory (the meeter does not have the date/time feature): 386 mg/dl; 487 mg/dl; 567 mg/dl; hi; hi. No adverse event reported.